Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported the insulin cartridge was not properly connected and fell out after a site change alert. The user replaced the infusion site and requested longer tubing. A goodwill order for two 32-inch teflon infusion sets was provided. Blood glucose was unaffected.